Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -11.0/1.5/113 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged with a shorter length lens on (B)(6) 2023 due to excessive vault. This resolved the problem. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -11.00/1.5/113 (sphere/cylinder/axis) was explanted from the left eye (os) for an unknown reason. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D6a: unk. D6b: unk. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).